Event description:
The user was explanted on (B)(6) 2020 due to infection. First symptoms have been reported on (B)(6) 2020. The infection was located around the implant body.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, infection around the implant body was found. Cultures confirmed infection with bacteria from the group of staphylococcus aureus, which is a known complication in cochlear implant surgery. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted on (B)(6) due to a left-sided infection. The infection began on the (B)(6) 2020 and was later confirmed as a staphylococcus aureus infection. The infection was located around the body of the implant and not within the mastoid.